Event description:
It was reported that balloon burst occurred. The stenosed target lesion was located in a vessel in the arm. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. However, during the procedure, the balloon burst without reaching the rated burst pressure. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon burst occurred. The stenosed target lesion was located in a vessel in the arm. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. However, during the procedure, the balloon burst without reaching the rated burst pressure. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the lesion was severely stenosed. The balloon inflated once in a less working pressure for a few seconds and the device was completely removed from the patient.

Manufacturer narrative:
Device evaluated by MFR: a gladiator device batch # 262000623, 20 atm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 20 atmospheres for 30 seconds using digital timer: g24609, without issue. A vacuum was then applied. The inflation device was verified at 20 atmospheres, before and after use with calibrated pressure gauge g19252. This inflation to rate of burst pressure of 20 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per gladiator specification the rated burst pressure for this device is 20 atmospheres. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from kinks or damage.

Event description:
It was reported that balloon burst occurred. The stenosed target lesion was located in a vessel in the arm. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. However, during the procedure, the balloon burst without reaching the rated burst pressure. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the lesion was severely stenosed. The balloon inflated once in a less working pressure for a few seconds and the device was completely removed from the patient.